Manufacturer narrative:
Batch review performed on 08-sep-2025: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2432569: (B)(4) items manufactured and released on 10-03-2025, expiration date: 2030-02-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0121 humeral reverse hc liner ø36/+6mm (k170452), lot. 2336601: (B)(4) items manufactured and released on 12-12-2023, expiration date: 2028-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 month from primary, the patient came reporting pain due to a dislocation and the cause is unknown. The surgeon revised the metaphysis and liner . The surgery was completed successfully.